Event description:
During an anterior cervical disc fusion, the surgeon backfilled the holes left by his distraction pins with hemostatic bone putty. The pt experienced an aspiration pneumonia possibly related to anesthesia per the report. At f/u surgeon also reported that as the pt was healing, he experienced swelling that required drainage and resulted in some difficulty swallowing on day 1 post-op. The site was drained once more (for a total of two times), and the pt was discharged on approx post-op day 3 or 4. The operative surgeon noted the following; amount of drainage atypical and serosanguinous in nature, pt afebrile, CT scan was performed and showed absence of hematoma, significant swelling in the muscles and soft tissues present, and it was also noted that the longus colli muscles appeared to be swollen. Surgeon is unsure as to source of pt reaction at present. Acdf was performed with allograft spacer from a local bone bank in conjunction with a synthes cervical plate. No other products or devices were implanted.

Manufacturer narrative:
All the DHR's for (B)(4) were reviewed. No nonconformances were found. Since it is sterile, no physical examination of the product can occur. The product packaging integrity and labels are visually verified and were found conforming. The sterilization was verified and found conforming. Note: blank fields on this form indicate info that is unk, unavailable or unchanged.